Event description:
The account alleged the head hilow will run down when a footboard is attached to the bed. No patient impact.

Manufacturer narrative:
The account replaced the logic board and the issue remains. No further information is available on the repair of the bed at this time.